Event description:
While being used on a pt, the ventilator alarmed and the visual alarm read "exhalation valve leak." The ventilator was immediately changed while the pt was manually resuscitated with oxygen. No adverse effects to the pt. MFR rep came to service ventilator on 1/20/95.